Manufacturer narrative:
Analysis confirmed the device reset in the laboratory. The device would not communicate as received due to low battery voltage. With a new battery installed, the device longevity was found to be below expected limits based on nominal device settings. No high current drain sources were found throughout testing. The original battery was sent to the vendor for destructive analysis. No anomalies were found. The cause of the device reset and premature battery depletion was not determined.

Event description:
It was reported that the device was found in back-up with tachy therapy disabled. The device was explanted and replaced. The patient went in airport security doors in (B)(6) 2010 and (B)(6) 2011; he felt the ICD vibrations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun